Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power on) has been confirmed. Upon investigation the monitor didn't power on. The battery tabs and well were damaged, as a result, the battery was unable to be fully inserted into the monitor. Additionally, there were multiple components damaged on the computer/analog (ca) board and the defibrillator pca. The root cause for the damaged battery well was physical abuse. The root cause for the damaged components on the ca and defib board was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor won't power on.